Event description:
The facility nurse reported a pt experienced cough and tightness in the chest during hemodialysis therapy on the tina 1000 machine. Possible air embolism was considered. Oxygen (liter flow rate unknown) was applied and after 15 mins, the pt's symptoms resolved. The pt finished the hemodialysis therapy successfully. No other information is currently available.

Manufacturer narrative:
An on site visit was conducted in 2009. The evaluation results are pending.